Event description:
The customer reported being hospitalized due to low blood glucose of 20mg/dl. The customer stated that she did not drink most that day, had two meals, and a snack while working all day. The customer stated that she is at work and doses not have the insulin pump to troubleshoot. Advised the customer to call back to troubleshoot the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.